Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was premature battery depletion on the cardiac resynchronization therapy defibrillator (crt-d) and the left ventricular (lv) lead output was noted to be high. Follow up concluded that the output was high due to high threshold and phrenic nerve stimulation noted on multiple vectors. The device was explanted and replaced. The lv lead was reprogrammed to a different vector post device replacement. No further patient complications have been reported as a result of this event.